Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for gastro intestinal/ pelvic floor. It was reported that about ten days ago patient had a fall and did not seems to have any issues until 3-4 days ago that the started having issues with frequent urination. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported what had happened was she needed to have changed the batteries within the old programmer and once she had that done, she was able to make adjustments to the device and that resolved the issue her husband was having. She also stated that her husband visited his doctor on (B)(6) 2017 and everything was checked and the device was working as it should.